Manufacturer narrative:
The reason for this revision surgery was reported as instability after 5.95 years of patient use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for this lot. The root cause for the instability was reported as a failed rotator cuff. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to the patient suffering from a failed rotator cuff after a hemi arthoplasty that was performed several years ago. The surgeon removed the implant and successfully revised to a reverse shoulder prosthesis.

Manufacturer narrative:
Hospital disposed device.